Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 8840, serial # (B)(4), product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient noted their programmer was showing in the box again the day of the report. It was confirmed that the patient had been using antenna locate (al). The patient was not able to adjust stimulation and the display was showing in the box icon. The patient was trying to reach their manufacturer representative (rep). The patient was getting a weird screen on their programmer; there was a funny looking picture on the programmer. This happened before, about a month and a half prior, and they had to meet the rep and used the clinician programmer to clear the implantable neurostimulator (ins). The patient did not know for sure if this was the same screen or not. When the patient met with the rep, the rep was able to clear the ins and the problem was resolved. The rep told the patient that if it happened again to call them and this issue was resolved. The programmer was showing an error and the patient described the picture that seemed to be that of the ins in the box error. It was later reported that the clinician programmer was used to interrogate the ins for troubleshooting. In turn, it cleared the error on the patient programmer. The patient was fine and receiving effective therapy.

Event description:
It was reported that there was an error code that was ¿in the box¿ screen with the patient programmer. The patient used the antenna locate (al) when charging. They were using al to charge every time and the patient was advised not to. Recharge interval was estimated with the following parameters: amplitude of 4.8 volts, pulse width of 450 microseconds, frequency of 60 hertz, impedance 183 ohms, 4 cathodes, 4 anodes, for 16 hours a day. It was reviewed that recharging looked appropriate. It was estimated to be 5.04 days at end of life and 6.04 days at beginning of life.